Event description:
It has been reported to us that the extension wire separated from the occlusion balloon wire during the procedure resulting in the occlusion balloon remaining inflated. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and performed dilatation on the vessel. The physician removed the dilatation balloon from the pt. The physician inserted the stent delivery catheter into the pt and during the exchange, the extension wire of the occlusion balloon separated resulting in the occlusion balloon remaining inflated. The physician continued the procedure and successfully placed the stent. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion balloon successfully. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.